Event description:
On (B)(6) 2012 salter labs customer service received a complaint regarding bubble humidifier bottle splitting. Reportedly, the customer had to replace at least one humidifier bottle because his wife (patient) complained that she felt she wasn't getting enough oxygen. It is important to note that the product in question is not available for return to salter labs for evaluation. Without reviewing the humidifier bottle(s), it is impossible to confirm the failure and/or determine the root cause of the failure. The nature of the medical intervention was humidifier replacement. Additionally it's important to note that specifics are unknown (such as patient oxygen saturation levels and lot number information for product in question). No other health effects reported. This is a final report.